Event description:
Reportable based on analysis on 18-oct-2011. It was reported that during a stenting treatment procedure, difficulty crossing the target lesion occurred. The 85% stenosed target lesion was located in the moderately stenosed and moderately tortuous mid left anterior descending artery. A 1.5x15mm apex balloon was used to pre-dilate the lesion. Then the physician advanced a 20x3.00mm taxus liberte, but was unable to cross the lesion after several attempts. The physician decided to stop the procedure at this time and recommended that the patient be brought to a different facility for an atherectomy procedure. No patient complications were reported and the patient's condition is stable. However, the product analysis revealed a shaft fracture.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: the device was returned to the complaint investigation site in two sections as a result of a break in the hypotube shaft. The break was located approximately 67.7cm from the catheter strain relief. The stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).